Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A picture was received for analysis. Upon visual inspection of the picture, the following was observed. A representative sample apparently sealed of product code w8802, lot # mmh437 could be observed. The product code is double armed, and needles were noted attach to suture. No conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2020 and suture was used. The doctor found suture and needle detached during vascular anastomosis.. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020. H3 evaluation: an opened box with unopened samples of product were received for analysis. The complaint sample was not received. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, or damages observed. A functional test was performed using and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no suture needle pull off was found, and the tested samples met the finished goods requirements.